Event description:
It was reported that a patient underwent a minimally invasive tlif surgery at l4-l5. During the surgery, the back half of the cage broke and was explanted. The front half of the cage remained in the anterior portion of the patient.

Manufacturer narrative:
(B)(4). Instrument was not returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.